Event description:
It was reported that the latch sensor failed. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. There was no relevant service history of the device reported. The reported problem was confirmed through a latch/lock test. The root cause of the problem was a damaged sensor. Further inspection identified a lifting downstream occlusion (dso) seal. The dso seal and latch/lock sensor was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.